Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis device. The patient had hematoma post procedure, but the patient was recovered one month after the implant surgery. The patient noted two months post procedure that the implantation length did not meet his expectations. The patient further reported that the device could not be inflated normally. After repeated debugging by the physician and the magnetic resonance imaging, the physician preliminarily determined that the pump was faulty. No surgical intervention has been performed as of yet for the pump issue.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis device. The patient had hematoma post procedure, but the patient was recovered one month after the implant surgery. There was no device performance allegation. There were no further patient complications.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis device. The patient had hematoma post procedure, but the patient was recovered one month after the implant surgery. There was no device performance allegation. There were no further patient complications.

Manufacturer narrative:
H6. Evaluation method codes updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis device. The patient had hematoma post procedure, but the patient was recovered one month after the implant surgery. There was no device performance allegation. There were no further patient complications.